Manufacturer narrative:
(B)(4) date sent: 4/8/2024 d4: batch #704c06. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damaged and with a reload present. The reload was received fully fired and with the swing tab in the locked position. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as the device performed without any difficulties and no malformed staples were noted. A manufacturing record evaluation was performed for the finished device batch number 704c06, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/21/2024.

Manufacturer narrative:
(B)(4). Date sent: 1/10/2024. D4 batch # unk. B3: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please provide more details for "was not done with correct closure of the same that is to say is not completed as expected"? 2. If the device staple, was the staple line complete? 3. Did the device cut? 4. If the device cut, was the cut line complete? 5. Were the cut line and staple lines equal? 6. Could you please clarify if there were any patient consequences? 7. Could you please clarify if there were any changes in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the intervention of duodenum-cefalopancreasectomia, the 3th row of clips, made with linear cutter, green clips, was not done with correct closure of the same that is to say is not completed as expected. Clips not closed. Necessary re-resection of intestinal loop in cul de sac. Surgery completed with other device.